Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector on the ca board and wires in the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the patient was experiencing a service code 204 (belt/monitor unusable).